Event description:
The patient's relative experienced an electrical shock. The pump was unplugged from ac power and continued to be used on battery power. The nurse visited immediately and noticed the pump charger case and ac receptacle were broken and the cables had fallen out from the pump connection. There was no report of medical intervention.

Manufacturer narrative:
(B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically. The testing and investigation results indicated the complaint of shock was unable to be determined. The pump and charger cases were broken. A non-abbott power cord was attached to the pump, and the cables of the ac receptacle were outside the pump. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.